Event description:
It was reported that the customer was questioning the large drop in battery voltage in three months. Information indicated that the battery curve shows an accelerated depletion with a normal curve shape. The device was maximized for longevity while maintaining adequate safety margins. The device remains in use with followup in several weeks. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the device was at recommended replacement time (rrt) and was explanted and replaced due to short longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage is pre/approaching eri. Weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.968 to 2.641 volts between (B)(4) 2012 which is before device recommended replacement time (rrt) of <= 2.6251 volt.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).